Manufacturer narrative:
Continuation of d10: product ID: 97755-s, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that was patient having issues recharging their implantable neurostimulator (ins). Patient stated that they were unable to fully recharge their implant, and it took them 4-5 hours to achieve a full charge. Patient also mentioned encountering the error message ¿system problem rm06¿ multiple times during the recharging process. Patient stated that they attempted to reset the controller, however, they were still unable to achieve a full charge for their implant. Patient also stated they spoke with the mdt rep who advised them to contact patient services (pss) to request a replacement. Patient mentioned previous cases related to the replacement controller and recharger. The patient was very talkative throughout the conversation. Patient added that it acts like it¿s recharging but it is not. Patient stated that the last time they were able to recharge their ins was probably this past sunday and the issue has occurred occasionally. Patient mentioned that they could not get a full charge because of the error and if it takes too long, either they literally go to bed or they can't sit anymore because their legs are hurting too bad but occasionally, they were able to get a good charge. Patient also mentioned that they have to sit for 3 to 4 hours to recharge the implant. If they are able to get a 30¿40% charge while lying in bed at night after 2 hours, that can get them through the night. During the day, they must sit for another couple of hours to obtain an additional 30¿40% charge, just to get through the day¿then repeat the same routine at night. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller, recharger and battery pack. Agent had patient blow air into the controller charging port and wipe the recharger(rtm) pins. Patient confirmed that the controller turned on with steady green light. Agent had patient connect the recharger and start the ins recharge session. Patient stated that they experienced getting stuck on 'checking the recharger', which required them to reset the controller and this has occurred 4 to 5 times. Patient also mentioned that their ins charge doesn't last long as expected. Patient confirmed no rattling noise inside the controller. Agent reviewed information. Agent had patient reconnect the recharger and restart the ins recharge session. Patient confirmed that the controller battery was 100% and the implant was in red with recharging excellent. Patient stated that functioning without their external equipment is difficult. For the event date, patient stated probably maybe at least 6 months. The physician listing was offered to the patient; however, they declined. Patient insisted they be sent a new replacement controller and recharger because they were advised by the previous mdt rep to call pss to get a replacement. Due to the nature of the call, a request was sent to the repair department to replace the recharger.